Manufacturer narrative:
This correction is to document that MFR 3010617000-2015-00525 was filed in duplicate. MFR 3010617000-2015-00525 correlates to ccr (B)(4). The correct MFR for this MDR is 3010617000-2015-00524, which correlates to ccr (B)(4).

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll san jose for evaluation. Visual inspection was performed and no physical damage was observed to the battery. Functional testing of the battery was performed and the battery passed all testing criteria. The reported complaint of the battery won't take a full charge and will only charge up ¾ of the way was not confirmed.

Manufacturer narrative:
Zoll has received the autopulse battery in complaint for investigation, on 09/03/2015. However the investigation is still in progress. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse li-ion battery won't take a full charge and will only charge up to 3/4 of the way. Customer has used different charging stations. There were no reports of any patient involvement. No additional details were provided.